Event description:
It was reported that (9) pcu devices experienced error code 110.6021 keypad failure. Biomed stated that when the devices were powered on the device alarmed for error code: 110.6021and the keypads were unresponsive and unable to press. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Correction/ additional information b5, h2 -follow up (9) supplemental created to document : file revised from service file to recall file. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : device not received.

Manufacturer narrative:
H3 other text : device not received.

Event description:
It was reported that (9) pcu devices experienced error code 110.6021 keypad failure. Biomed stated that when the devices were powered on the device alarmed for error code 110.6021and the keypads were unresponsive and unable to press. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 110.6021. There was no patient involvement.